Event description:
Damage was reported on the pump housing and usb port, affecting the customer's ability to charge the pump. The customer's blood glucose level did not exceed 500 mg/dl and remained within a normal range. Technical support decided to replace the pump, and the customer planned to continue using the current pump as backup therapy to ensure insulin delivery while awaiting replacement.